Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip of the medium-large clip applier instrument got stuck in the forceps. The customer expressed feeling annoyed when the clip was placed on an artery. Fortunately, the clip came loose from the forceps with some manipulation and did not result in bleeding. The procedure was completed as planned with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the clip remained stuck in the forceps in the patient while sealing an artery. The clip was completely closed around the artery. After closure, the clip could not be removed from the forceps. There was no injury to the patient. The issue was not related to the clip opening after the closure of the clip. The customer reported that after the clip closure, it remained closed around the artery. The problem was that after closure, the clip could not be removed from the forceps. The type and size of clips that were used were the m-l hem-o-lok clips from weck (green packaging). The vessel/tissue was less than 10mm, and the clip easily and completely enclosed the artery. When the incident occurred, it was the first time the clip applicator was going to be used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.